Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent) was implanted to treat a tumor related extrinsic compression of the trachea resulting in complex tracheal stenosis, associated with expiratory dyspnea and wheezing in the main airway during an airway dilatation procedure performed on (B)(6) 2026. During the procedure, the stent could not be deployed properly in the patient. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.